Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/04/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the reported display issue could not be adequately investigated due to a blank display issue: no conclusions could be determined in regards to the reported display issue. The battery compartment was observed to be cracked in the area above the grip pad. Corrosion was found on the inside of the battery compartment. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was found on internal components. The reported moisture ingress issue was confirmed during the analysis. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display w/ moist) issue. It was reported that there was a line across the display screen image. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.